Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stuck and the attachment was stiff. There was no report of patient injury associated with the event and procedure was completed with an alternate device. It was reported that surgery time was extended by 10 minutes.